Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the phenom 21 was in position across clot in good location. Solitaire went into the phenom 21 and got stuck about 10cm in the catheter and never made it up. There was resistance in the proximal section of the catheter during delivery. The vessel was moderately tortuous. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was one pass of the device. The patient was undergoing surgery for stroke thrombectomy treatment of a distal m2 ischemic stroke. It was noted the patient's vessel tortuosity was severe. The access vessel was the distal middle cerebral artery (mca).